Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: a promus element plus, mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A test guidewire was loaded without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, resistance was encountered, and the stent strut was found to be lifted up. The procedure was canceled. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the severely tortuous and severely calcified left main artery with 80-90% stenosis.

Manufacturer narrative:
Updated b5: describe event or problem. E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, resistance was encountered, and the stent strut was found to be lifted up. The procedure was canceled. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the severely tortuous and severely calcified left main artery with 80-90% stenosis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, resistance was encountered, and the stent strut was found to be lifted up. The procedure was canceled. There were no patient complications reported and the patient was stable.